Manufacturer narrative:
Insulin pump passed displacement test, prime test, excessive no delivery test, self test, and unexpected restart error test. Insulin pump passed all operating currents tested with in the spec range and passed off no power test. Unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. Insulin pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that the reservoir compartment was damaged, reservoir was not secured. Customer's blood glucose was 500 mg/dl. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.